Manufacturer narrative:
A steris field service technician arrived onsite, inspected the transfer cart, and identified the vertical lock bars were set too low. The technician performed an adjustment to the front wheels and lock bars, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service and no additional issues have been reported. Steris engineering reviewed this event and determined that the root cause is improper installation of the lock bars on the transfer cart. If the lock bars are not set properly the wheels can move inward as reported. This design is to allow for the unit to dock into a sterilizer. Steris will review proper installation techniques with the technician who installed the unit subject of the reported event.

Event description:
The user facility reported that the front wheels on their 54" transfer cart moved toward the rear wheels subsequently causing the loaded transfer cart to fall to the floor. No report of injury.